Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via legal report from the customer's attorney that the insulin pump over-delivered due to an infusion set defect, causing an insulin overdose and severe hypoglycemia. The hypoglycemia led to a seizure, which then caused the customer to dislocate his shoulder and fracture his arm. The incident occurred on (B)(6) 2017. The report stated that the customer was unaware of the over-delivery risk when using their infusion set; the customer became aware of the infusion set recall on (B)(6) 2017. Troubleshooting did not occur. No products were returned for analysis as a result of this report.